Event description:
Healthcare professional reported "implant bulge". This record is for the left side. Device was explanted and replaced and it will not be returned.

Manufacturer narrative:
Clarification h6: e2402 represents the report of "implant bulge" captured under the event of visibility/palpability a review of the device history record has been completed. No deviations or non-conformances noted. The event of implant bulge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant bulge.